Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. Additionally, the service technician noted dust/dirt inside the device. The device was scrapped by the service center after the evaluation was completed.